Event description:
It was reported by the rep that the device was used during an unknown procedure. The clips were malformed. Another device was used to complete the case. There was no consequence to pt.